Manufacturer narrative:
The driver is not available for evaluation. Review of the device history record found the production lot met specification requirements when released to stock. No definitive conclusions can be made at this time. However, the most likely cause of tip breakage is the application of atypical force upon the driver during screw insertion, possibly due to contact with hard bone. At this time, the complaint is considered to be closed. Device not available.

Event description:
International affiliate reports the tip of the aegis modular driver broke off in a screw head during screw insertion. The broken tip was not removed and remains in the implanted screw. As an unintended portion of the surgical instrument remains in the patient, a medwatch report is being filed to document this event.

Manufacturer narrative:
Examination of the returned driver confirmed breakage occurred in the distal tip of the instrument. The remaining flutes on the driver were twisted, the direction indicating that breakage occurred during screw tightening, in torsion. No definitive conclusions can be made. However, the tip breakage is indicative of the application of atypical force upon the driver during screw insertion.